Event description:
A 903335a hv lumbar valve was implanted on the (B)(6) and had to be removed on the (B)(6) due to (csf) cerebrospinal fluid accumulation at the site of the valve. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.